Event description:
It was reported that the asymptomatic patient presented in the emergency room after feeling vibratory alerts. It was noted that the implantable cardioverter defibrillator exhibited nonsustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable and will be followed-up regularly.